Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, vf episodes caused by af with following high voltage therapy was observed. Programming changes were made and the patient's medication was optimized. The patient's medical condition was good after the procedure.